Event description:
Caller alleging discrepant low, meter = 2.0, lab = 5.0, manager calling on behalf of home health nurse who, when testing patient on meter received a 2.0. Patient self tester went to the emergency room and received a 5.0 inr reading. Caller stated that the emergency room visit was not related to the pt's inr reading. Pt's therapeutic range unk.

Manufacturer narrative:
Investigation pending.